Event description:
In february 2006 the lay user/patient contacted lifescan alleging that her one touch ultra was displaying error 2 messages. The patient reported that she keeps getting the error 2 message. At the time of concern, the pt did not have any symptoms of high or low blood sugar levels. It is unknown if the patient attempted any retests on her meter or on another device. At an unspecified date/time, the patient also reported that she was treated with glucose by a health care professional. The customer care advocate verified that the meter was not out of the box and the patient used proper testing / cleaning techniques. However, the patient was using expired test strips. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient was unable to test due to the error 2 and eventually required glucose treatment from a health care professional.